Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.

Event description:
It was reported by the plaintiff's attorney that on (B)(6) 2005 an ams sparc sling system was implanted in the plaintiff. The plaintiff's attorney alleges that "within approx twenty-two (22) months after the initial implant procedure, plaintiff experienced complications from the defective mesh requiring additional medical care and treatment and/or surgical intervention" and the plaintiff "underwent revision surgery in approx (B)(6) 2007." The plaintiff's attorney also alleges that the plaintiff "suffered debilitating injuries from the synthetic mesh including mesh erosion, hardening, chronic pain and worsening incontinence, infections and painful intercourse leading to the need for dangerous and serious surgery; required and will continue to require healthcare and services." The plaintiff's attorney further alleges that the plaintiff "has suffered and will continue to suffer mental anguish" and "debilitating pain."